Event description:
Pac implanted 1/16/95. Mother and nursing staff unable to access port (no blood return). Urokinase was administered - there was some swelling around the port and the child complained of pain. Chest x-ray was done to check line placement. Port was noted to have a break in the tubing. This break was near the junction of the catheter and the left subclavian vein. The proximal, intact, segment was located in the superior vena cava and the fractured. Distal segment, (approx 14 cm in length) had about one half (7cm) across the tricuspid valve with the tip in the right ventricle. Heart cath lab removed the broken piece through the femoral vein. Pt was observed overnight and discharged home with no known complications.